Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for analysis and the investigation is currently underway. A supplemental report will be submitted when the investigation has been completed. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during a fistula embolization, the physician pushed the coil out, and during an attempt to pull it back, the coil prematurely detached. The coil was retrieved with a snare device, and another coil was used. The patient was reported to be in stable condition, and procedure outcome was successful.

Manufacturer narrative:
The investigation of the returned coil system found the implant damaged and stretched at the proximal end; however, the implant was found to still be attached to the pusher. No evidence of premature detachment was observed on the device during the investigation. The implant stretched condition is consistent with the coil becoming stuck or experiencing friction during repositioning within the target site (i.e. Stuck on previously implanted coils or the tip of the microcatheter). The investigation of the returned device did not find any damage or other anomaly that would have caused or contributed to the reported premature detachment complaint. Clarification was requested regarding the condition of the device return and no clarification was available.